Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the leg for between 49 and 71 hours. During use, the patient experienced significantly elevated blood glucose levels of 30 mmol/l (540 mg/dl) along with symptoms of nausea, feeling and appearing very sick, and ketones measured at 0.9 (units not specified). The patient contacted their healthcare provider and was advised to seek medical attention at a clinic, where a diagnosis of diabetic ketoacidosis was confirmed. The visit lasted about 2 to 3 hours. Treatment included a manual injection of 14 units of insulin, monitoring of ketones and blood glucose, and additional manual injection over the next 24 hours until stabilization in 30 hours (bg reduced to approximately 7 mmol/l; 126 mg/dl). The pod remained in place during the medical event. As treatment, a new pod was applied. Patient also reported of redness and a "bumpy" appearance at the pod site upon removal. The affected pod was not returned as the patient no longer had it.